Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt)'s ins doesn't seem like it's working as good because pt has been having trouble getting to the bathroom. Pt clarified therapy is not helping with their symptoms. Walked pt through connecting with ins and pt confirmed therapy is on at 1.7v, program 5. Pt increased stimulation to 4.3v and stated they still were not feeling stimulation. Pt denied any recent trauma to implant site or falls. Pt wanted to decrease stimulation back to 2.0 and inquired if they should change programs. Redirected pt to hcp to discuss programs/therapy and symptoms. Reviewed therapy and stimulation overview. Pt stated they went to the airport recently and went through the security screening device and stated they don't know if that made a difference. Pt stated they did not turn off therapy when they went through airport security. Pt provided event date as "maybe late june". Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.